Event description:
It is alleged that a female patient received coolsculpting treatments with the coolcore (6.3) applicator on (B)(6) 2012 on her inner thigh areas, flanks and back bulge areas. The patient returned for follow-up on (B)(6) 2012 and was reported to have an enlargement of the back areas. The treating physician stated the tissue felt thicker and fibrous. The back areas were treated again with coolcore (6.3) applicator on (B)(6) 2012. On (B)(6) 2012, zeltiq was informed that the patient reported, the area had initially shrunk but upon her follow-up visit two months after the procedure, the area was bigger and felt thick and fibrous. On (B)(6) 2012, zeltiq received a clinical event form that indicated a weight gain within 10 pounds. On (B)(6) 2012, zeltiq was informed that the patient will have a consultation with a plastic surgeon. On (B)(6) 2012, zeltiq was informed that liposuction would be performed, making this a reportable event. A follow-up report will be made to the agency if and when new information is received about this case.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. The office reported that coolsculpting treatments on the inner thigh areas and flanks were uneventful. Per the physician's office the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs and confirmed that no system malfunction occurred during treatment.